Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support attempted to help the customer load a new cartridge but could not complete the process as the customer was not at home. The customer experienced cartridge alarms with consecutive cartridges, prompting technical support to confirm a replacement pump, which they sent to the customer. The customer declined help setting up the new pump, preferring in-person assistance, and was referred to a local contact for support. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.